Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08062, reference MFR report#1627487-2015-08063. It was reported during a recent revision surgery, the physician was unable to obtain optimal placement with the initial penta lead which was subsequently cut and removed. Reportedly, 2 additional leads were attempted midline placement to no avail. As a result, the procedure was abandoned.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.